Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips involved were found to have been miscut during slitting and vialing. In addition, a secondary issue was observed; the test strips involved with this complaint were stuck together due to not being cut properly complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the reporter contacted lifescan (B)(4), alleging that the patient's onetouch verio test strips had been cut on both the upper and bottom sides of the strip resulting in the patient being unsure which direction to insert the strip into their meter. This complaint was initially ruled out because during customer services troubleshooting as there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.